Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found scratches of use between the prongs were the locking assembly process occurred. This kind of damage is normal in this type of reusable devices. No broken condition was noted that could help to the confirmation of the complaint. A dimensional inspection was performed and meet the specifications. The feature measured was the diameter where the assembly process occurs. A functional evaluation was performed several attempts of assemble were made with the mating device (03.404.035) also returned in this complaint. It was not possible to preformed the complete assembly process due to the damage observed on the mating device. Therefore, the complaint allegation cannot be confirmed. The overall complaint was not confirmed as the observed condition of the reamer head f/ria 2 ø12 would have not contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.404m020sp. Lot number: 8482p36. Part manufacture date: 29-nov-2023. Manufacturing location: elmira. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent bone harvesting & grafting surgery on left femur with the products in question. In the surgery, during bone sampling over a reaming rod, the reamer tip in question became detached from the tube assembly. The reamer tip was observed to be damaged at the root. The same event occurred when the surgeon reamed again at a different reamer tip. The surgeon confirmed by x-ray that no broken pieces remained inside the body, but of the two broken reamer tips, only one could be recovered. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.